Event description:
"The polyethylene liner was removed which had significant wear with sublaminar delamination and subluxation present with the central spine that had been eroded and posterolateral debris that had been present."